Manufacturer narrative:
The reported event was for lead dislodgement. A lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. All tines were intact and undamaged.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, diagnostic imaging was performed and confirmed the lead dislodgement. The lead was removed. The patient was in stable condition.